Event description:
Severe skin rash, intense itching/burning sensation at all six surgical incision sites. Persisting for 10 days (currently and counting). Product used by surgeon to cover incisions: dermabond.